Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider (hcp) reported via implantable systems performance registry (ispr). The device event was a catheter obstruction. Surgical observation on (B)(6) 2015 revealed the obstruction. The etiology was possibly related to the device, therapy, or implant procedure. Device was returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the 8731, serial number (B)(4), found catheter body dried drug, blood, or foreign material occlusion. There was no leaking seen on any segment during pressure testing.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that during a pump replacement, the pump had been primed on the back table, but the catheter could not be aspirated. Therefore, they decided not to revise or replace the catheter, and connected the catheter to the already primed pump. The healthcare provider (hcp) reportedly wanted the patient¿s wound to heal before they determined the next steps. The patient started experiencing symptoms of baclofen withdrawal the following day (2015 (B)(6)) where their spasticity was increased, their arm and leg were tight, and the patient had clonus. The patient also had symptoms of itching all over from head to toe, clonus, and spasticity/rigid tone. By saturday (2015-07-11) the patient had a bad headache, was experiencing tingling that started at her jawline, in her gums, and moved its way up her face and head, and had a low grade temperature/fever (about 99 degrees). In addition, the patient had hallucinations on 2015 (B)(6), and felt ¿drunk,¿ and they noted around the wound there was a bit of redness. It was later reported that the patient was in withdrawal. The severity was moderate. The hcp put the patient on oral baclofen. The patient was going to the hcp on 2015 (B)(6) and the reporter stated they may hospitalize the patient and change out the catheter. The patient status at the time of the report was ¿alive - no injury.¿ the catheter was replaced on 2015 (B)(6); the dose was lowered to 150 mcg/day. The hcp ordered to reduce her oral baclofen by half. The patient had been taking 20 mg by mouth four times a day. The patient had taken 20 mg at 4:00 am on 2015 (B)(6). No dye study had been performed. The outcome was noted as resolved without sequelae on 2015-(B)(6). The etiology was noted as the entire catheter; possibly related to the device or therapy; and possibly related to the implant procedure. The pump system was being used to infuse lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. A kinked catheter at the pocket site was the cause of the obstruction. The patient was also taking the following medications at the time of the event: lisinopril and oral baclofen from (B)(6) 2015. The patient's medical history included spasticity.